Event description:
On (B)(6) 2013, at (B)(6), for cardiohelp unit (article number 70104.8012; serial number (B)(4)) the hospital staff reported that the touchscreen was off. When they pressed the screen the system registered their location below the point where they touched. The hospital staff was able to operate the unit by touching above the buttons they wanted to use. The staff was unable to calibrate the touchscreen while the unit was in operation. (B)(4).

Manufacturer narrative:
(B)(4). The customer calibrated the touchscreen after the patient was removed from the unit. The technician performed functional testing and found the touchscreen to be in calibration specifications. (B)(4).